Event description:
No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld it was identified that some of the sync cable connector leads were damaged and that some of the solder connections between the sync cable connector leads and the pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Attempts for additional information have been unsuccessful. No other information has been provided. Review of the handheld device history records confirmed all quality tests were passed prior to distribution.

Event description:
On (B)(6) 2013, it was reported that the handheld would freeze during interrogation and a soft reset would temporarily fix the problem, but it would eventually occur again. Troubleshooting was performed by the manufacturer's representative, but the issue could not be duplicated. The physician stated the problem is intermittent and does not occur everytime.